Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were returned for analysis. A review of risk management document 149rmn-0003-04, revision 9, indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, does not attach/detach) was captured and addressed appropriately. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle had broken off into the pen cartridge after administering insulin. The following information was provided by the initial reporter: "inner needle of autoshield duo device left in pen cartridge on completion of use. Phone call received from customer regarding issue with use of asd. A staff member [who has experience with using device] reported to customer that he had used asd to administer a dose of insulin to a patient. Upon completion of administering dose, staff member removed the asd device to find the inner needle still in the pen device. When the staff member went to customer, he showed her the pen device and a photo was taken - the asd device had been discarded in the sharps receptacle. Customer was unable to confirm if the safety shield at the patient end had engaged." "Patient¿s bsl¿s were monitored more closely for the couple of hours following the incident as staff were unsure on volume of dose that had been administered."